Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted during testing. The motor passed motor test. The insulin pump was monitored in 50c oven for several days and no blank display noted during testing. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer also reported that they had a blank display and was beeping. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the display returned after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.